Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual inspection of the as returned product identified a fracture on the threads of the screw into 2 pieces, as well as other signs of wear due to use. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing conditions noted on the per were bruxism and unknown bone density. The reported device was located on tooth # 31 and was used for an unknown duration. The customer did not provide pictures or x-ray images. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance/CAPA/ hhe/d/ie/product holds for the reported device related to the reported event. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (screw fracture) or device (iunihg). Therefore, based on the available information, device malfunction had occurred and the reported event was confirmed. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that screw (iunihg) fractured inside the implant. Fractured screw was removed. Implant still viable.